Event description:
The healthcare professional reported the patient was having their implantable neurostimulator (ins) explanted on (B)(6) 2016 due to the patient having pain, and the patient stated it was related to their device. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0x0ra, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that they were unsure when the patient started to experience the pain, but confirmed the device and lead wire were removed on (B)(6) 2016. The patient had been seen at a post-operative visit. The patient noted that the back pain was gone, and they felt much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.